Event description:
During a case study, it was discovered that the device, 531516, smartnail diameter 1.5 x 16 mm, was used for an osteochondritis dissecans procedure of the left ankle on an unknown date. The report states that no bracing was used after the initial surgery and that bone quality was normal. On (B)(6) 2019 it was reported ¿insufficiency bony consolidation of the od focus on the upper left ankle. Cyst formation in the area of this osteonecrosis. Smartnails did not provide sufficient stabilization, making complete separation of the od focus necessary.¿ in a follow up visit on (B)(6) 2019 it was reported that a secondary surgery took place for re-fixation. The following devices were also used during the initial procedure; however, they will be listed as concomitant because the device causing the secondary procedure is not known. Concomitant devices: 531520, smartnail diameter 1.5 x 20mm, qty 2, and 531525, smartnail diameter 1.5 x 25mm. This report is being raised on the basis of injury due to secondary surgery for re-fixation being required.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Reported event is inconclusive. The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review could not be performed since a lot number was not provided. A review of the device history record could not be performed since a lot number was not provided. A two-year review of complaint history revealed there has been a total of 20 reports, regarding 51 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: until healing is complete, all fixation achieved with this device should be considered as only temporary and may not withstand weight bearing or other unsupported stress. Premature bending, loosening, fracture or migration of the nails may result from early stress and activity. Appropriate immobilization/controlled mobilization should be used until clinical determination of healing. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During a case study, it was discovered that the device, 531516, smartnail diameter 1.5 x 16 mm, was used for an osteochondritis dissecans procedure of the left ankle on an unknown date. The report states that no bracing was used after the initial surgery and that bone quality was normal. On (B)(6) 2019 it was reported ¿insufficiency bony consolidation of the od focus on the upper left ankle. Cyst formation in the area of this osteonecrosis. Smartnails did not provide sufficient stabilization, making complete separation of the od focus necessary.¿ in a follow up visit on (B)(6) 2019 it was reported that a secondary surgery took place for re-fixation. The following devices were also used during the initial procedure; however, they will be listed as concomitant because the device causing the secondary procedure is not known. Concomitant devices: 531520, smartnail diameter 1.5 x 20mm, qty 2, and 531525, smartnail diameter 1.5 x 25mm. This report is being raised on the basis of injury due to secondary surgery for re-fixation being required.